Manufacturer narrative:
(B)(4)

Event description:
It was reported that through merlin.net transmission, non-sustained rv oversensing due to post-paced t-wave oversensing was observed in stored egm. Programming changes were made and no more oversensing episodes were noted during next-follow-up.

Event description:
New information received notes that when patient presented through merlin.net transmission, non-sustained rv oversensing due to post-paced t-wave oversensing was observed again. Additional programming changes were made. There were no adverse consequences to the patient.